Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain and use error: tidal ultrafiltration removal set too low. A review of the device's service history was performed and no issues were identified that may have contributed to the issue. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume event was identified which occurred on (B)(6) 2010 during drain cycle 17. The drain volume was 4281 milliliters (ml). The programmed fill volume was 2400ml. This event meets overfill criteria. Product surveillance contacted the nurse and she confirmed that there was no injury or medical intervention associated with this report and the homepatient was doing well on the new homechoice device.

Manufacturer narrative:
(B)(4). The device has been received at baxter; however, the device evaluation has not yet been completed. A follow-up MDR will be submitted when the evaluation results or additional information becomes available.